Event description:
Additional information received reported that the cause of the power-on-reset (por) condition was due to patient error. It was stated that the patient "becoming more cognitively challenged" was the result of disease progression. The patient was receiving effective therapy due to assistance from a care giver. No further information was provided.

Manufacturer narrative:
Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot#: v061739, implanted: (B)(6) 2007, product type: lead. Product ID: 3389-40, lot#: v000638, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) indicated a power-on-reset (por) condition. An end-of-service (eos) condition may have been seen, but could not be confirmed. The patient had let his battery die but wasn't "close enough to [the] time when [the ins] should be in overdischarge." The ins recharger (insr) indicated that the batter was really low. There were coupling and/or communication issues. The por type was unknown. It was noted that the patient was becoming more cognitively challenged and wasn't able to be responsible in charging his device; he had asked his wife to start taking charge of it. A por reset worked with the patient's ins. Additional information received reported that the patient experienced coupling and/or communication issues. No coupling bars were seen on the insr recharging screen. Further investigation revealed that the "ins full" screen was seen, indicating that the ins battery was completely full. If additional information is received, it will be included in a supplemental report.